Manufacturer narrative:
Retained samples of the same lot have been inspected visually. No faults were detected. The visual investigation of the provided customer sample pictures has shown that the rem pin on the plug is missing. The rem pin is responsable for some generator models being on the market in use that the contact quality monitoring system (cqms) of the generator is activated. Without the pin the generator will only work in the mode for an unsplit dispersive electrode without activated cqms. Currently we are awaiting the involved customer sample for further investigation. On the provided customer sample pictures it is not visible if the rem broke and is therefore missing or if the rem was not assembled and was therefore never there. Therefore it is not possible to draw a conclusion as the root cause has not been detected so far. We will provide a follow up report once we have received the involved sample.

Event description:
On (B)(6) 2024, we have been informed about a malfunction with a dispersive electrode at an unknown user facility in china. A monitoring dispersive electrode skintact (model rs25a30) and an unknown generator have been used. The initial reporter stated that "we received two complaints from two different customers about the subject. They are all are rs25a30. It is said that one is broken during usage and the other rebounded when they trier to plug it in the generator" we additionally have received three pictures showing the concerned customer sample showing that the rem pin on the neutral electrode plug is missing which is attached to the cable. No further details have been disclosed so far despite further requests.

Event description:
On ocotber 30th, 2024, we have been informed about a malfunction with a dispersive electrode at an unknown user facility in china. A monitoring dispersive electrode skintact (model rs25a30) and an unkwnown generator have been used. The initial reporter stated that "we received two complaints from two different customers about the subject. They are all are rs25a30. It is said that one is broken during usage and the other rebounded when they trier to plug it in the generator" we addiotnally have received three pictures showing the concerned customer sample showing that the rem pin on the neutral electrode plug is missing which is attached to the cable. No further details have been disclosed despite further requests.

Manufacturer narrative:
Retained samples of the concerned lot number: 240202-2403 and 240618-2403 have been inspected visually. No faults were detected. The visual investigation of the provided customer sample pictures has shown that the rem pin on the plug is missing. The rem pin is responsible for some generator models being on the market in use that the contact quality monitoring system (cqms) of the generator is activated. Without the pin the generator will only work in the mode for an unsplit dispersive electrode without activated cqms. We have received the two customer samples on (B)(6) 2024. Reviewing the two returned customer samples the two samples show different blue colours of the cable and the plug. Additionally, it was detected that the plug of both cables is in size and shape divergent. We can justify this because we have introduced a new cable supplier with lot number 240618-2403. The cable with the broken rem tip is made and supplied from the old cable supplier and therefore cannot be from lot number 240618-2403. On december 09th, 2024 we have been notified that the concerned lot number is 240202-2403. Based on this information we have carried out further investigation on retained samples of the lot number 240202-2403. The visual inspection of the returned customer sample revealed that the rem pin broke off directly at the plug. It can be determined that the pin was inserted by the supplier in the shape of the plug during production and a production failure can be excluded. However, it cannot be determined what has caused the rem pin to be broken off. Trials have been made to break off pins on samples stored at ll. It was determined that the pins can only be broken off by repeatedly bending them back and forward with great force. This means that the rem pin is difficult to damage and it can be ruled out that an undeliberate incorrect handling would lead to the defect complained of. However, the user stated that the [pin] "one is broken during usage". It is therefore unclear what has caused the pin to break at the user. The inspection of the returned customer sample with the lot number 240618-2403 showed that the dimensions of the rem tip correspond to the specifications and show no deviations. We also checked the cables on 2 different generators for pluggability and no deviations were found. We have requested further information what generator type and model has been used when the failure was detected that the plug "rebounded", if this can be descriebd in more detail and if pictures are available. On december 09th, 2024 we have also been notified that the customer "can't get any more details about the complaints from our distributors. They just said it is hard to find the person responsible. Please bear in mind that some hospitals are obligated to report adverse events every year so we will never know the truth." As no further information is available despite repeated requests no further investigation can be proceeded and therefore no conclusion can be drawn as to what has might caused the claimed defects.